Event description:
The customer reported that the ventilator's ac power cord showed evidence of overheating at the plug end. The customer reported the ventilator was in use on a patient, and there was no patient harm. The manufacturer's service technician reported visual inspection of the ac power cord showed physical damage and was tarnished with one prong missing. The service technician replaced the power cord to complete the repair. Factory analysis of the ac power cord revealed the physical damage noted was indicative of product abuse. The findings may result in a loss of ac power to the ventilator during operation. If the ventilator shuts down, an audible power fail alarm will activate.